Event description:
It was reported that plate was put on patient and screws placed in. While locking screw was being tightened the screw went through the plate into the bone. The surgeon tried to remove the screw, but would not back out of plate at first. Surgeon managed to take out all the screws and used another plate and screws.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could be confirmed, since the device was returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As this breakage is due to a design issue and a plate had to be discarded, a credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that plate was put on patient and screws placed in. While locking screw was being tightened the screw went through the plate into the bone. The surgeon tried to remove the screw, but would not back out of plate at first. Surgeon managed to take out all the screws and used another plate and screws.